Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient was having a return of symptoms of urge incontinence in the last couple weeks prior to report. It was noted the device had been helpful up until the time of report. Reportedly, the stimulation was turned up for the patient but they still didn¿t feel anything so they were going to try to make some adjustments. It was later reported the cause of the event was increased incontinence and it was attributed to the implantable neurostimulator (ins). It was stated the ins had failed impedance and there were impedances greater than 4000 ohms and less than 50 ohms. It was noted reprogramming was done on (B)(6) 2013 and surgical intervention of the ins and lead had not been done yet but was scheduled for (B)(6) 2013. Reportedly, the patient did not require hospitalization and their outcome was reported as no injury.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v455950, implanted: (B)(6) 2010, product type: lead. (B)(4).